Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained from a performance verifier during precision testing on a vitros 5600 integrated system. The assignable cause was determined to be instrument related. Replacing the missing or broken evaporation cap and replacing the electrolyte reference fluid pump resolved the precision issue. There was no reported allegation of patient harm.

Event description:
A customer observed higher than expected vitros na+ results obtained from a performance verifier during precision testing on a vitros 5600 integrated system. Vitros performance verifier (lot5113) na+ results of 140.4, 139.7, and 135.3 mmol/l versus an expected result of 121.8 mmol/l there was no report of affected patient samples, however; the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).